Manufacturer narrative:
Continuation of d10: product ID 990045 (lot: 8584491); product type: guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the array shape appeared as expected on the mapping system; however, the array was not rotating as expected and resistance was felt with the guide wire. The array was removed from the patient and a knot near electrode one was observed. It was suspected that the knot formed upon initial deployment. It was also reported that the tip of the catheter was external to the array and the guide wire was kinked and damaged. The loop catheter and guide wire were subsequently replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012327410 was returned and analyzed. Visual inspection showed the catheter was received with the guidewire. The guidewire was received not threaded into the catheter. The guidewire lumen was received extended, and with a damaged array loop assembly. The shape of the catheter array was inverted, and the array pebax tube was ribbed and bulged between the electrode #1 and 2. The nitinol array wire was pulled out of the proximal bond on the proximal end within the dual lumen. X-ray imaging has confirmed the integrity of the nitinol array wire, properly attached at the distal tip. The electrode wires were intact without breakage or detachment from the electrodes. The nitinol array wire appeared bent on the distal arm distally to the electrode #1. Mechanical verification of the steering and slide mechanisms showed the slide control function could be performed and the guide wire lumen was extended and retracted without any issue. Steering function was normal, with the distal cath eter tip responding with approximately 170° rotation in both directions. Catheter identification showed the data from the catheter identification chip confirmed the catheter was programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using pulse select generator. No other tests could be performed due to the returned condition of the catheter. Continuity test was performed with multimeter and the returned catheter, the measured impedance was normal for all electrodes, the test confirm electrode wires are intact with no detachment or breakage. In conclusion, the reported knotted array was not confirmed through analysis. The loop catheter failed the returned product inspection due to the inverted array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: additional analysis was performed on the pscc100 loop catheter with lot number 0012327410. Pv-tracker test guidewire was inserted and threaded along the guidewire lumen of the catheter. An obstruction was felt distally at the tip. The tip of the guidewire was hitting against an obstacle within the tip of the catheter. The test guidewire appeared under x-ray to be stuck at the distal proximity of the tip of the catheter beyond the braided section of the guidewire lumen. The guidewire lumen hole of the tip restriction was confirmed when a calibrated pin gauge 0.032" distal insertion attempt was conducted. Only a calibrated pin gauge 0.030" was inserted distally through the guidewire lumen hole without any resistance. In conclusion, the reported knotted array was not confirmed through analysis. The loop catheter failed the returned product inspection due to the inverted array and the insertion issue at the guidewire lumen hole. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.